Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor reported a cut was observed in the posterior capsule during laser assisted cataract surgery. The company clinical application specialist (cas) reported the event occurred in the left eye. The facility called and informed the cas of a posterior capsule tear resulting in an anterior vitrectomy and loss of nuclear material to the posterior segment. The doctor believes the machine treated through the posterior capsule. All the images were normal. The field service engineer investigated and reported the machine is in specification.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The clinical application specialist (cas) reviewed all the images and found the images were normal. The company service representative examined the system and found the depth calibration, the optical coherence tomography (oct), and energy calibration performing as intended. A very small adjustment was made to the fiber optic mount to increase the reference signal. The system was then tested and met all product specifications. The system was examined and the reported event was not replicated. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).